Event description:
Customer reported communication errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos, gpos and the communication cable between them. System operates as intended.